Event description:
The complainant reported that the patient was placed onto impella cp support for high risk percutaneous coronary intervention. While on support, the pump experienced a purge issue and controller failure red alarm that were resolved by replacing the aic (automated impella controller). There was no report of patient harm or injury.

Manufacturer narrative:
The investigation into the purge disc/flag issues issue has been completed. The automated impella controller (aic) was returned for investigation. Imc logs from the complaint date revealed that the console issued the air in purge alarm several times. Additionally, the console showed alarm #414 for 43 seconds for purge pressure sensor defective. Rt logs show that the purge pressure was adequately maintained before these alarms occurred but then did not recover. Device analysis: the console was tested after arriving in field service. The failure mode was unable to be reproduced during investigation. A fluid leak could have caused the failures seen causing the fluctuation in purge pressure. Because the device was able to run the purge cassette successfully after switching, it is unlikely to be an error with the cassette itself. The cause of the aic issue could be a defective purge assembly caused by a fluid leak. This report is being filed as part of a retrospective review of historical records.